Event description:
We have been informed that when starting the machine, error fop5001 occurred. The function keys on both sides of the foot pedal do not work. When using the laser, releasing the foot pedal will immediately exit the laser ready state, and the laser needs to be activated again to prepare. No report that actual patient harm occurred, however due to the reported event surgery was prolonged > 30 minutes.

Manufacturer narrative:
The complaint is under investigation. In case of a product return, the device will be investigated, otherwise we will review the device history record, and/or any log files if available, or try to replicate the problem on similar product.

Event description:
We have been informed that when starting the machine, error fop5001 occurred. The function keys on both sides of the foot pedal do not work. When using the laser, releasing the foot pedal will immediately exit the laser ready state, and the laser needs to be activated again to prepare. No report that actual patient harm occurred, however due to the reported event surgery was prolonged > 30 minutes.

Manufacturer narrative:
In regard to this complaint, logfiles and a picture were provided for review and a combi main pedal was provided for investigation. Review of the logfiles and picture confirmed the occurrence of the reported fop5001 error message. However, the complaint could not be reproduced during investigation, the pedal worked according to d.o.r.c specifications. Since no issues were detected during testing, it was determined that the reported complaint cannot be attributed to the combi main pedal that was provided for investigation.the risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Complaints will be closely monitored to identify any significant adverse trends. All similar incidents related to the eva surgical system are included in the analysis (fp-defect-surgery-prolonged). Since 2021 more than 850.000 surgeries have been performed with the eva surgical systems installed. Please note that the complaint related to this manufacturer incident report is included in the complaint numbers in the table.